Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in the warehouse. We have received an open sample with one of the needles detached from the thread and the thread is still wound on the pack and the needle placed in the sponge of the support cardboard. One used needle in a foam (thread was used) and 6 unused sutures of the pack. Needle attachment has been conducted to the six remaining sutures and the results fulfill the OEM requirements. Although, according to OEM specifications one low value in 15 units tested is accepted we consider the complaint confirmed by evidence of the sample received. Final conclusion: taking into account that the results of the sample received does not fulfill the OEM specifications, we conclude that the complaint is confirmed by evidence of the samples received.

Event description:
It was reported by the healthcare professional to the company sales representative "customer noticed the needle and thread at 8th suture had already come off in cardboard after using one suture."